Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further specified as touch contamination. The peritonitis manifested as abdominal pain but did not require hospitalization. The patient was treated with vancomycin (intraperitoneally (ip), 2 g, every 3 days) and fortaz (ip, 2 g, every 3 days). The patient was retrained on aseptic technique and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4): upon follow up it was clarified that the patient had been treated with fortum (2gm, every 3 days, intraperitoneally) for the event of peritonitis and had not received treatments of fortaz as previously reported. Treatment was stopped after 12 days. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the patient experienced peritonitis on an unspecified date in (B)(6) 2013. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.